Event description:
(B)(4). No serious injury alleged. Malfunction alleged. User was at therapy and was tilting back. Half way back heard a pop and the dealer alleges he dropped like a rock and went all the way back. People assisted him by lifting the back up and then he used the joystick and it caught and he went back to the sitting position. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.